Manufacturer narrative:
One day after filter implantation for pulmonary embolus in a moderately calcified and moderately tortuous inferior vena cava (ivc) the pt voiced complaint of a stomachache. Diagnosis confirmed that a filter strut had perforated the ivc and the pt was bleeding from a lumbar artery. Hemostasis treatment was provided containing the bleed. As reported, the filter was deployed partially in the lumbar artery and there was no allegation of a product malfunction. The physician also stated that the abdominal aorta which was parallel to the ivc was heavily calcified and heavily tortuous, and this vessel was compressing the filter area. The product remains implanted in the pt and is thus unavailable for evaluation. A review of the device history records associated with this final lot presented no issues during the manufacturing process that can be related to the reported complaint. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Without films of the procedure it is not possible to draw a clinical conclusion between the device and the event. However, based on the info available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.

Event description:
During an emergent procedure in 2009, a trapease vena cava filter was placed in the moderately calcified and tortuous ivc of a female pt. The indication for the filter implant was noted as pulmonary embolism. Appropriate anticoagulation therapy was administered, and the filter was placed below the renal veins, close to the lumbar artery. Pre- and post-deployment imaging was performed, but the filter was placed partially in the lumbar artery and partially in the ivc. Despite this, the filter was said to be placed successfully with no tilting. On the next day, the pt complained of a stomach ache, and bleeding was observed in the peritoneum. The following day, an emergency operation was performed, as the bleeding had not stopped. It was noted that a strut of the trapease had perforated the ivc. And the bleeding was noted to be coming from the lumbar artery. The treating physician commented that the abdominal aorta running parallel to the ivc was heavily calcified and heavily tortuous, and was compressing the ivc in the area of the filter. He further commented that this was a really exceptional case. The filter was not removed, and the only treatment was hemostasis. The pt is said to be recovering well from the incident.